Manufacturer narrative:
The device pretempt test confirmed overheating of the device. The 1 minute temperature was 60.6c. The motor cable assembly and collet was replaced. The device tested to specification. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported information indicated that the device overheated. There was no report of patient impact.

Manufacturer narrative:
The device was received and evaluated for heating. The pre-temperature testing indicated the device overheated: 60.6 c. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported information indicated that the device overheated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.